Manufacturer narrative:
The patient age, weight, gender were not provided. FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial, ide (B)(4). Approximate age of device - 28 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that increasing patient¿s lactate dehydrogenase (ldh) at 679 u/l and several low flow alarms were observed. The manufacturer¿s technical services representative reviewed the submitted logs and confirmed 3 intermittent low flow events on (B)(6) 2018. The event graph showed pi trending upward with power and flow trending slightly downward. There were no other unusual events observed. On (B)(6) 2018, it was reported that the patient had a very small ventricle, and the pump speed was turned down. Additional information was requested but was not provided.